Event description:
Revision surgery after 2 years and 9 months due to anterior knee pain and knee instability. The surgeon revised the patient`s natural patella and upsized the insert to address the patient`s instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 jan 2026. Lot 2205603: (B)(4) items manufactured and released on 27 may 2022. Expiration date: 05 may 2027. No anomalies were found related to the problem under review. To date, all items of the same lot have been sold, with no similar events reported during the review period. Root cause:the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.